Event description:
The health care provider (hcp) reported that the patient experienced decreased pain relief secondary to intrathecal catheter migration to extrathecal position. The hcp noted that the catheter dislodged/migrated at the distal (spinal) segment. A catheter revision was done (B)(6) 2011. The patient outcome was noted as recovered without sequelae. The pump was used to deliver dilaudid and bupivicaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model # 8709, lot # l73873, implanted on: (B)(6) 2000, explanted on: (B)(6) 2011; (B)(4).